Event description:
Philips received a complaint on the v60 ventilator, indicating that the device did not deflate while in use. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that after the nurse found that the device was not deflating, and the issue was reported to the hospital medical department for repair. The hospital engineer reported finding an issue with the driver board and replaced it with another devices board. The board was reported to have later been repaired. It was confirmed that the device issue did not cause any impact to the patient. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the patient information was not provided. The hospital engineer reporting finding an issue with the motor controller (mc) printed circuit board assembly (pcba) and replaced it with another devices mc pcba. The mc pcba was reported to have later been repaired. It was confirmed that the device issue did not cause any impact to the patient. In a good faith effort (gfe) response from the greater china complaint handling expert received on (B)(6) 2024, it was clarified that the initial replacement was swapping the ventilator for another ventilator, not the faulty mc pcba for another mc pcba. The mc pcba of the device experiencing the deflating issue was then replaced at a later date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.